Event description:
It was reported that a patient presented in clinic with an arrhythmia. Device interrogation noted pacing inhibition due to noise oversensing on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.

Event description:
It was reported that a patient presented in clinic with an arrhythmia. Device interrogation noted pacing inhibition due to noise oversensing on the right ventricular (rv) lead. On (B)(6) 2022, the physician elected to cap and replace the rv lead. The patient condition was stable.